Manufacturer narrative:
At the time of this report, mentor has received no information regarding the explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor gel breast implant has experienced postoperative implant rupture on an unknown side. Rupture was confirmed by a physician. Patient had to reschedule the explantation surgery, but at the time of this report, mentor has received no information regarding the explantation date.

Manufacturer narrative:
On 05-jun-2020, mentor became aware that the patient is rescheduled to undergo explantation and replacement with unspecified mentor gel breast implant on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-jun-2020, mentor failure analysis lab received the suspect medical device for evaluation. The previously reported unknown device was a 350cc smooth mentor memorygel breast implant, and other device details have been updated. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed, starting within the crease/fold on the posterior view and extending to the anterior view, measuring approximately 6.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2020, mentor received additional information regarding patient and event details. Patient¿s name and date of birth were provided. Mentor became aware that the initially reported breast surgery was a breast reconstruction revision, and the patient experienced the implant rupture on the left side. Rupture was confirmed by MRI. Healthcare professional reported that the patient is planning to undergo removal and replacement with mentor gel breast implant, but at the time of this report, mentor has received no information regarding the explantation date. Manufacturer¿s reference number: (B)(4).